Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received an error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer was assisted with performing displacement test and the test results was not able to complete. Customer was call back to complete displacement verification test. Troubleshooting was performed. The insulin pump will not be returned for analysis.